Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported leak, or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that, on (B)(6), 2026, the pod leaked insulin after approximately 24-36 hours of wear on the abdomen, which resulted in the patient¿s blood glucose levels increasing above 500 mg/dl. The patient reported developing symptoms of hyperglycemia; however, no specific symptoms were provided. The patient consulted a school nurse, who removed the pod, administered insulin, and provided water. The patient subsequently activated a new pod and resumed omnipod therapy. No further medical evaluation or treatment was reported.